Event description:
It was reported that a user experienced a pairing failure when attempting to connect a newly inserted dexcom g7 sensor to the ilet, and was guided to enter the sensor pairing code into the ilet and informed about pairing mode; the user was advised to contact dexcom if the sensor error reoccurred, and blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in health status and no need for medical intervention. Investigation included troubleshooting and user education regarding proper sensor pairing workflow. Investigation of this case revealed a pairing failure with the continuous glucose monitoring interface, with no ilet pump malfunction identified and no impact on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related error during cgm pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.